Event description:
There was an allegation of a questionable creatinine kinase (ck) result from the cobas pro c 503 analytical unit. The initial result was 210 iu/l and was reported outside of the laboratory. On 20-nov-2023, the repeat result was 54416 iu/l with a data flag, then 56029 iu/l.

Manufacturer narrative:
The reagent lot number was 74419201 with an expiration date of 30-apr-2025. The customer found white crystals on the sample probe and removed them. The calibration and qc data were acceptable, therefore a general reagent issue could be ruled out. The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.